Event description:
During firing of the laser, it shut down due to a broken fiber. There was no reported pt harm and the procedure was completed.

Manufacturer narrative:
No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. A review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The cause of the broken fiber could not be fully determined. A likely contributing factor could have been the handling of the fiber after it left the manufacturing facility. The directions for use supplied with this device states the following: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).